Manufacturer narrative:
The manufacturer¿s field service engineer (fse) evaluated the unit while onsite and confirmed the reported problem. The fse reported the customer declined service. No parts were replaced. Patient information was requested and was not provided.

Event description:
The customer reported a power failure. The fse clarified a vent inop condition due to post timer/24v failure. The customer reported there was patient involvement and no patient harm.